Event description:
It was reported that the evis exera iii video system center had an intermittent image issue. The issue occurred during preparation for use for a diagnostic colonoscopy procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned. The customer called to troubleshoot the issue with a representative from the olympus technical assistance center (tac). The customer verified that the issue was not happening in other operating rooms. The customer also tried different cables and the issue still remained. It was determined that the issue was with the cv-190 evis exera iii video system center and the tac representative recommended the device should be sent in for repair. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields:h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. The customer's reportable malfunction was confirmed. Based on the results of the investigation the root cause could not be identified. Olympus will continue to monitor field performance for this device.